Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent, and the distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received damaged with the helix lightly bent and the lead's distal end was damaged/bent near to electrode ring.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, an atrial lead was attempted but the helix did not extend. The lead was removed from the patient's body and the helix was attempted to extend again. After an excessive number of turns the helix extended abruptly. A new lead was exercised on the sterile table. After an excessive number of turns, the helix deployed but came out of the lead body at an angle/bent. The physician noted that the end of the lead was not round but had an oval shape. A third lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.